Event description:
A customer reported a malfunction alarm occurred. The customer's blood glucose level at the time of the event was 306 mg/dl. Technical support assisted the customer in resetting the pump; however, the malfunction code recurred, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.